Manufacturer narrative:
(B)(4). No pump error 82 alarms noted during testing. Unit passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and selftest. Unit received with moisture damage on electronic board stack, corroded force sensor assembly and corroded motor assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer reported they were able to clear the alarm. Customer was able to complete rewind. Customer stated that the insulin pump passed displacement test and self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.